Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted grommet damage.

Event description:
It was reported, during an implant procedure, immediately after testing dfts, noise was noted on the egm. The lead was replaced and testing was repeated. However, noise was again noted. Consequently, the device was removed and replaced. No patient complications have been reported as a result of this event.